Event description:
It was reported to philips that the device experienced a charge failure during general system testing. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their device recorded a general system failure error 10 message within the service logs after testing. Based on the recorded error, the customer was advised that the unit had sensed a charge failure for which the power pca and/or control pca would require replacement. As the unit is end of life, no further troubleshooting was completed for this reported issue. Philips is unable to rule out that a malfunction did not occur. The customer was advised that parts are no longer available as the unit is at end of life. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device was 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. As multiple parts were suggested and repairs could not be completed, a definitive cause for the failure could not be determined. There is no indication of a systemic problem. No further investigation or action is warranted.